Event description:
Customer reported needle break off in (B)(6). Customer contacted bd again with add'l info in (B)(6) that customer had an x-ray and ultrasound. The surgery was scheduled.

Manufacturer narrative:
Eval summary: customer returned 48 sealed samples. Ten times visual examination on 30 of the returned samples found no issues. All needle points were found to be good. As bd analysis of the returned samples could not replicate the defect reported we could not validate the customer's complaint. Without the offending sample we cannot determine the root cause of the issue and therefore cannot offer any meaningful comment to the customer. Unfortunately, we cannot be certain of the exact cause of the problem encountered by the customer without the sample to examine. A lot history review was carried out and no related non conformances were raised in association with this packaged lot. A review of the complaints database was performed on this lot number and there have been no trends identified.